Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation and there was no reported device malfunction. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that during a mitraclip procedure to treat degenerative mitral regurgitation, before the mitraclip devices were introduced in the anatomy, a balance middle weight universal guide wire and an amplatz wire were advanced through the transseptal puncture into the pulmonary vein. After contrast was injected through the septum to visualize the left atrium, a slow effusion was noted into the pericardium. The balance middle weight universal guide wire was thought to have caused a laceration in the left atrium, resulting in the slow effusion. A pericardial window and pericardiocentesis were performed, but there was not a lot of drainage. Heparin was reversed. The patient remained hemodynamically stable. The procedure was aborted and it was decided to allow the patient to recover from the laceration and attempt the mitraclip procedure again at a later time. No additional information was provided.